Manufacturer narrative:
The device was not returned for analysis, as it was discarded at the site. As the device was not returned, we are unable to perform further root cause analysis. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during the pipeline procedure, the distal segment of the braid failed to open. The distal edge 1/3 of pipeline would not open. The device was resheathed and re-delivered 2x but the distal section would not open. The device by removing through the microcatheter. New device was used. The pipeline was reported to have been used off label as the aneurysm was less than 10mm. However, the devices were all prepared per their specific IFU. The ped was not placed in a bend. The ped was not stuck in the capture coil. The device was more than 50% deployed when it failed to open. The ped was resheathed less than or equal to 2 times. No additional steps were performed to open the ped. The ped was removed by pulling through the catheter and discarded by the user. No patient injury occurred. The angiographic result post procedure revealed slow flow. The aneurysm was left 8mm paraophthalmic ica, it was unruptured and saccular. The anatomy was reported to have been severe in tortuosity.